Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lots met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: can not determine. Source: phone.

Event description:
Customer reporting 1 false negative qv otc sars result of symptomatic patient. Customer confirmed result was confirmed positive by rapid test at doctors office (unknown time frame between testing).